Event description:
Caller reported the customer woke up and was in a stupor and their hands were twitching. Customer's spouse tested the customer on the finger with the freestyle meter and received a reading of 81 mg/dl. The paramedics were called and they received a reading of 36 mg/dl with their own freestyle meter. The caller could not remember how much time had passed between these two tests. The customer's spouse gave orange juice to the customer and the paramedics administered a tube of liquid glucose to raise glucose levels.